Event description:
It was reported that during a cholecystectomy the ap300 could not be closed. Thre was no patient consequence. Event reportable based on analysis findings, packaging sterility could be compromised.